Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown metal head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that patient had right trident, accolade and metal head. Patient had elevated cobalt, corrosion on trunnion and pseudo tumor. Soft tissue damage had to use constrained liner and ball.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding corrosion and altr involving a cocr head was reported. The event was not confirmed. Method and results: device evaluation and results: intraoperative photos were provided. Wear is noted on the stem, and a black material can be seen in the head. Without the devices and a material analysis, corrosion cannot be confirmed. Medical records received and evaluation: provided information was deemed insufficient for review. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such as an mar, lab results, clinical and past history, and a pathology report are needed.

Event description:
It was reported that patient had right trident, accolade and metal head. Patient had elevated cobalt, corrosion on trunnion and pseudo tumor. Soft tissue damage had to use constrained liner and ball.